Event description:
It was reported that the pt's neurostimulator had to be replaced as it reached end-of-life (eol) after being implanted for 5 years. The pt outcome was reported as recovered without sequelae. If add'l info becomes available, a f/u report will be sent.

Manufacturer narrative:
(B)(4).